Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations and syncope/near syncope. It was further reported that the right ventricular (rv) lead was oversensing t-waves during ventricular tachycardia (vt) episodes. Undersensing and diminished r waves were also observed on the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.